Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 13, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. No additional materials were received. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified and the complaint issue reported could not be confirmed . All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a4: unknown/ asked but not available. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - suture. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted as the patient complained of halos, and unable to drive at night. A non-johnson & johnson replacement lens of +21.0 diopter was implanted in the patient¿s right eye. Suture incision used, but no vitrectomy or incision enlargement required. The patient outcome is excellent, and no injury reported. No further information was provided.